Manufacturer narrative:
A separate medwatch report has been filed for the second tpv. It was reported the explanted devices would be returned. A supplemental report will be filed if additional information is received or if the devices are returned for analysis. (B)(4).

Event description:
Medtronic received information that nine days after implant of this transcatheter pulmonary valve (tpv), it was observed that the tpv was approximately two-thirds stenotic and there had been an increase in gradient measurements. It was noted that there were no changes to positioning of the valve and stent. Subsequently, a stent was deployed and a second tpv of the same model was implanted into the first tpv. The patient subsequently presented to the hospital with hypoxemia, cyanosis and shortness of breath. The second device also was found to be obstructed, and both tpvs were explanted and replaced with a valved conduit twelve days after the original reoperation. No other adverse patient effects were reported. The physician reported that it could not be determined why the obstructions occurred in the two devices, but that the patient anatomy and physiology were the underlying cause.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the device has not been returned for analysis. Based on the information available, patient anatomy and physiology likely contributed to the reported clinical observations. A supplemental report will be filed if the device is returned or additional information is received.